Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of door hasp. A field service engineer arrived and noticed that it had already recovered, adjusted the hasp and adjusted the nuts and cleaned the latch. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufacture date details were kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system had refrigerator door failure. The customer stated that the refrigerator door could be closed but not locked, and they could not dispense any medications from that fridge and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.